Manufacturer narrative:
Additional information was requested from primary clinic and will not be received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut and there was apparent explant damage. Visual analysis performed only. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and there was apparent explant damage. Visual analysis performed only.

Manufacturer narrative:
Additional information was requested from primary clinic and will not be received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The device and leads were returned to the manufacturer after the patient's death which was one month post implant. Additional information obtained stated that patient had been at a care facility, was dying and the implanter's office was queried to see if the patient's pacemaker could be turned off. Due to the patient being pacemaker dependent, the clinic declined and was subsequently notified of patient's death. No further information will be available.